Manufacturer narrative:
It was reported by the customer that "syringe lacked the suction/vacuum to pull blood in". It was reported that due to this, an additional blood draw was required. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Lack of suction when drawing blood into syringe.